Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the level sensor was turned on a "level: disconnected" alert message occurred. They were using the alert/alarm setting. As a result, an alternate device was employed. The biomed replaced the suspect alert sensor from another system-1 base and operated properly. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Technical support gave the user facility's biomedical engineer (biomed) the part number for an alert sensor. The biomed will order a replacement and replace it himself since he is trained by the MFR.